Manufacturer narrative:
Part number# 118-70 is not distributed in the u.s; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for u.s distributed part is k841872. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the "tube broke" during patient use. Covidien representative is attempting to gather further information related to this report. Based off information provided, it suggest that extubation and reintubation of a replacement tube was required.